Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device was used on laparoscopic gastrectomy, the following was loaded then tried to be fired and the device could not be fully open. So additional device was used for firing.